Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The reported problems (failed pulse test) was confirmed. As received, the monitor was delivering low energy pulses. The cause of the test failure was an intermittent j1111 connector on the computer / analog (c/a) board. The root cause of the defective connector could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) indicating that the monitor failed a pulse test.